Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during drain four of four on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated they had disconnected during dwell four of four. The hp indicated they had reconnected to the patient line then received the alarm. The hp indicated they had cycled power. The tsr had the hp disconnected from the set-up. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient disconnecting improperly from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.